Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust her stimulation. It was noted that the patient replaced the batteries in her patient programmer, but it did not resolve the issue. It was further noted that the patient turned her stimulation off at night, 'otherwise she had weird dreams.' It was noted that the patient was unable to turn off her stimulation prior to the report. It was noted that the patient programmer was displaying the 'in the box' icon. It was further noted that the patient had seen this icon before, but it 'just went away.' It was indicated that the patient frequently uses the antenna locate (al) feature on her device. It was further noted that the patient had recently recharged her device. Additional information received reported that the patient had an appointment with her physician. It was noted that the patient programmer showed 'communication and a normal screen displaying on and off, and a lightning bolt status.' It was further noted that 'there was also a time when it didn't show, with no signal going through.' It was noted that the patient programmer was working at the time of the appointment and an antenna was not being used. The physician noted that 'initially, the 'in the box error' was seen on the programmer, but then it went over to the normal screen.' It was noted that the clinician programmer 'did not display a question mark.' It was noted that the patient was at 75% battery charge at the time of the appointment. It was further noted that the patient had this issue before. Additional information was requested, but was not available as of the date of this report.